Event description:
The customer reported the system failed to properly save patient image data. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.